Event description:
A customer observed that the ortho provue analyzer dilution cup was overflowing. A dripping probe could lead to diluted or contaminated reagents and erroneous test results could occur. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event by the field engineer found a bent probe. The fe replaced the probe and wash station. Although service repairs have returned the analyzer to expected operation, the root cause of the event was not determined.